Manufacturer narrative:
Concomitant products: product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).

Event description:
The consumer and a manufacturer representative reported seeing impedances >20,000 ohms on all electrode pairs. A >40,000 ohm measurement was also noted. The implantable neurostimulator (ins) was not on. They were not able to program around the impedances. There were no falls or trauma associated with this event. The patient had knee surgery on (B)(6). After the surgery things were fine with the stimulator but 10 days later they stopped feeling stimulation. Images were taken at the doctor's office to see if they could detect a fracture. They thought they may have found a fracture but were not sure. The patient was scheduled for a surgical consult for revision but no showed. The consult needed to be rescheduled. The patient's indication for use was spinal pain.